Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardness, red spot, sore and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of pain, skin irritation and erythema: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported having a patient that was injected with juvéderm voluma with lidocaine in the lateral cheek. Three days later, the patient developed hardness and a red spot. Patient was seen by a doctor and was treated with keflex, prednisolone and hyalase. There was slight improvement and then symptoms got worse. Two days later, the patient changed antibiotics to clindamycin. There were no changes. Another 2 days later, the symptoms got worse and had another treatment with hyalase. On the next morning, the area was sore and tender. The patient was sent to the emergency room by the doctor where they were treated with IV antibiotics. Symptoms are ongoing, but is not getting any better and not getting any worse. Patient had concomitantly been taking IV cephosolin.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for infection: precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials should be followed.

Event description:
Additional information: patient had been injected in each side of the preauricular. A small lump was observed one day after the injection and product was dissolved. Patient had complained of continued pain 5 days later. A physician reviewed the patient and noted that infection has returned.